Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User cannot release the stent completely during procedure. User tried adjust several times to release the stent but failed. User retract the endoscopy along with device from patient.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-8-8 device of lot number c1460634 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 01 august 2019. On evaluation of the device it was observed that the flexor had separated from the handle and the stent was partially deployed. Document review : prior to distribution zilbs-635-8-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-8-8 of lot number c1460634 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1460634. It should be noted that the instructions for use (ifu0065-3) states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent.¿ ¿these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. In case of accidental deployment or improper placement (immediately following deployment), leave the stent in place.¿ there is evidence to suggest that the instructions for use were not followed. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the user not following the instructions for use during attempted deployment of the device. From the information provided it is known that the user began to deploy the stent and then attempted to reposition the device after partial deployment had occurred. It is possible that attempting to reposition the device after beginning deployment contributed to increased deployment forces on the flexor which may have caused the flexor to become separated from the handle. Separation of the flexor from the handle would have prevented the user from completing deployment of the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User cannot release the stent completely during procedure. User tried adjust several times to release the stent but failed. User retract the endoscopy along with device from patient. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor breaking during deployment (incl. Flexor/handle separation)¿. No adverse effects to the patient have been reported as occurring.